Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient had a dye study on 11/22 where some "yellowish fluid" was removed from the sideport. They did a priming bolus following that and the patient experienced overdose with altered mental status. The caller stated that they suspected that they may not have been in the sideport with what was aspirated due to the yellowish fluid that was removed along with the patient experiencing overdose after the procedure. The caller stated that the physician would like to do a dye study before possibly doing an exploratory surgery. The agent reviewed considerations around ensuring that they were in the sideport/cap (catheter access port) if they choose to access the pump from the port again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.